Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer¿s infusion set would not stay in place. He inserted a new one and he went to sleep and by the time he woke up, the set was hanging off of him. The customer then inserted a new one. At the time of the incident, the customer¿s blood glucose was 400 mg/dl and he treated with manual injection. He declined to troubleshoot for his high blood glucose. The infusion set will be returning for analysis. The insulin pump will not be returning for analysis.